Event description:
A customer reported a system message displayed and the system locked during a procedure. The case was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and found a problem with the power supply. The company representative replaced the power supply cable assembly. The system was then tested and met product specifications. The root cause is unknown. (B)(4).